Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard a beep from their cardiac resynchronization therapy defibrillator (crt-d). The patient further noted that they had been experiencing shortness of breath and felt that was an indication that their crt-d was not working. The crt-d remains in use. No further patient complications have been reported as a result of this event.